Event description:
It was reported an sjm rep met with the pt for reprogramming due to her losing stimulation. Reprogramming attempts restored stimulation, but did not provide adequate coverage. As a result, x-rays will be taken and the pt may receive injections. The pt may also be reprogrammed again, but by a different sjm rep.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.